Event description:
The device has been explanted.

Manufacturer narrative:
Device evaluation : based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening assessed as fold flaw opening. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Patient reporting rupture. Physician confirms rupture diagnosed by ultrasound. Device has been explanted and replaced with a non-allergan device. This relates to the right device.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reporting right side rupture. Device remains implanted.